Event description:
An implantable pulse generator (ipg) system was returned from the (B)(6) mortuary with limited information. Information identified in the paperwork indicated the patient died approximately one month post implant of the ipg system. The cause of death was reported as cardiopulmonary arrest. A secondary cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow-up is in progress. The decision to report was determined based on information that was available at the time of decision. If additional information is obtained a supplemental regulatory report will be submitted. Concomitant products: product ID a2dr01 implanted: (B)(6) 2013; product ID 5086mri45 implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary # product ID# 5086mri52a, proximal portion was received measuring 7 cm. Analysis was performed and no anomalies were found,visual summary analysis of the lead was performed only.